Manufacturer narrative:
The pad-pak was first installed successfully on the 28th august 2009 and performed to specification up to the 6th september 2015. An increase in voltage may suggest a further pad-pak was installed. Multiple manual power ups of ten minutes duration were recorded between the 6th september 2015 and the 1st october 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.